Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) fault. Log files were sent for review. The log files were filled with lvad internal faults due to a communication issue on board with the pump. A pump power cycle (disconnect & reconnect of the driveline) would be the recommended action if the patient was able to tolerate a brief pump stop. The remainder of the log file was unremarkable. The patient received a new system controller as their prior controller had a dimly lit screen. The alarm resolved post controller change.